Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that following an intraocular lens (iol) implant procedure, a patient developed toxic anterior segment syndrome. There are two medical device reports associated with this report. This event is for the case in (B)(6) 2016.